Manufacturer narrative:
Two resolute integrity drug-eluting stents were implanted in the rca during the index procedure, not one as initially reported. The patient is a smoker with a history of hypertension, hyperlipidemia and previous pci. Index procedure was prompted by stable angina. The investigator assessed that the stroke is not related to the study stents.

Manufacturer narrative:
Cec adjudicated that the stroke event was not related to the device.

Event description:
During index procedure, a resolute integrity drug eluting stent was implanted in the rca. Two days post index procedure, the patient suffered a stroke. Patient has not recovered, event is ongoing.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke); evaluation, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).